Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored an inappropriate atrial tachy response (atr) episode due to oversensing. Boston scientific technical services (ts) discussed current programmed settings. At this time, this device system remains in service and there were no adverse patient effects reported.